Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2010 and (B)(6) 2010 and mesh was used. It was not clarified on which date the product was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-24667 and medwatch 2210968-2013-24668. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedures on (B)(6) 2010, and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 in order to treat stress urinary incontinence and mesh was implanted. It was reported that post implantation, the patient experienced pain, infection, recurrence, dyspareunia and bowel problems. It was reported that the patient underwent removal of eroded mesh on (B)(6) 2010. It was further reported that additional mesh was implanted on (B)(6) 2010 and (B)(6) 2010. Additional product identified. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.